Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose was within the target level. The customer was to use insulin injections to manage diabetes.